Manufacturer narrative:
It was reported that the product "broke down and one of the sides broke off". Customer reported she was about to fall, but did not. There were no reports of death, serious injury, medical intervention, or follow-up care.

Event description:
It was reported that the product "broke down and one of the sides broke off".